Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mount did not disengage to the implant. Another implant was placed to complete the surgery.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant (tsv4b10), mount and screw were returned for investigation. Visual evaluation of the as returned products identified signs of wear due to usage. However, the devices had no apparent signs of malfunction. Functional testing to recreate the reported event was performed. The devices were able to engage and disengage each other successfully. Therefore, the reported event was unconfirmed.pre-existing conditions noted on the per was low bone density ¿ type iii. Per complaint description, the reported devices were being placed on tooth number 46 (fdi) when the incident occurred. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Information identified: warnings (page 1). Per the applicable IFU, improper techniques may cause component failure. DHR review for the lot (1224873) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1224873) and no similar event or complaint was found.october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.